Event description:
The customer contacted nephron pharmaceuticals corporation via telephone regarding a product complaint on (B)(6) 2013. He reported that a silver piece fell into his mouth while using the ez breathe atomizer. The customer was contacted and confirmed that he did not require any medical interventions. The serial number was not identified since the customer returned the device to the store, and no employees had access to the investigated product.

Manufacturer narrative:
An evaluation of this failure mode from the design failure modes and effects analysis of this product, that the use of the product in a manner likely to cause adverse health consequence is improbable and that no complaints documenting deaths or serious have been received. Herewith the investigation report as attachment, and the complained device was not available for further investigation, therefore the root cause can not be identified.